Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. (B)(4). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2, -09.50/+2.50/x091 diopter implantable collamer lens in patient's right eye on (B)(6) 2015. Excessive vault and elevated intraocular pressure was noted on (B)(6) 2015. The lens was explanted and exchanged for a shorter lens on (B)(6) 2016. This resolved the problem. Patient's last visit, ucva was 20/20.